Event description:
The customer reported via phone call that she had continuous issues with her pump. Customer went to the emergency room on (B)(6) 2015 with a blood glucose over 600 mg/dl. Customer was dehydrated and had ketones. Customer was given fluids for 2 days and an insulin drip. Customer was wearing the pump at the time of the emergency room. Customer was advised that the pump will need to be replaced.

Manufacturer narrative:
A cracked reservoir tube lip, minor scratches on the display window, and a cracked case near the display window corners were noted during the visual inspection. The pump passed the functional test including the prime/compromised force sensor system, displacement, rewind, basic occlusion, and excessive no delivery alarm tests.